Event description:
It was reported that pocket infection occurred. Device revision was performed, and all implanted products remained in use. Later, after an antibiotic regimen and no resolve to infection, the patient's implantable cardioverter defibrillator (ICD) and associated leads were explanted. Re-implantation is planned in the future. The patient is a participant in the panorama ii clinical post market study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. This product is not approved for sale in the us. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found identified that required full analysis.